Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text: device not returned for evaluation.

Event description:
Customer reported "the patient has itching at the puncture port of the PICC catheter, a small amount of yellow discharge, and no pus in the area of compression." No other information provided.